Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that all front panel buttons o the xenon light source are flat and had a non responsive functions on faceplate. There were no reports of patient harm.